Event description:
The device was used during an unspecified procedure. Reportedly, the anchor block broke. The hospital has reported no patient injury occurred.

Manufacturer narrative:
8/4/1998-supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.